Manufacturer narrative:
This report is submitted on april 21, 2022.

Event description:
Per the clinic, the patient experienced an infection at implant site and subsequently was treated with IV antibiotics (specific date and duration not reported). However, the issue did not resolve and the device was explanted on (B)(6) 2022. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
This report is submitted on may 27, 2022.